Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# v259112, implanted: (B)(6) 2010 product type lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had cranial skin erosion. It was noted that the patient scratched and picked at the site, which contributed to this issue. They had surgical intervention, the whole system was explanted. No further complications were reported as a result of this event.